Manufacturer narrative:
The subject device was returned to omsc and it is currently being evaluated. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared during the procedure for therapeutic. The user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result for the subject device. During the evaluation by omsc, the reported image loss was not duplicated even though the following was conducted. The subject device was power supplied for a long time (2 hours). The universal cord and the video cable were twisted. The subject device was fully angulated up/down/right/left. Therefore, omsc could not identify the cause of this phenomenon.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".